Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, laboratory results showed an elevated lactate dehydrogenase (ldh) level of 809 u/l with an inr 1.2. It was reported that the patient typically has had persistently elevated ldh levels. The patient denied any pump power spikes, or symptoms of chest pain, shortness of breath, headaches, dizziness, blood in the stool, or tea/dark colored urine. The patient was advised to present to the implanting center, and on (B)(6) 2016, the patient's ldh level was 604 u/l with an inr of 1.4. The patient was admitted for a hemolysis work-up and IV heparin drip. An echocardiogram was completed showed no evidence of thrombus. It was reported that the patient was discharged. No further information was provided.